Event description:
During the course of undergoing a right iliac stent placement and a left iliac artery re-cannulization, the patient developed an aortic dissection. A stent was placed, but fractured and required open repair. The patient was taken to surgery and the stent was removed.